Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with his sensor and blood glucose level readings. His blood glucose level was 221 mg/dl but his sensor glucose reading was 40 mg/dl. The sensor and blood glucose level difference was not within an acceptable range. The insulin pump went into threshold suspend. The product will return. Nothing further to report.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened and used.